Event description:
Pt had open reduction and internal fixation in 2002 for right hip fracture. Pt was cutting trees with their chainsaw and fell. X-ray revealed a broken hip plate as well as a subtrochanteric femur fracture. Taken to or and replaced. Pt tolerated procedure well.